Event description:
It was reported that during a liver surgery, flame and smoke were coming from the forceps when connected with the cable. There was no injury reported as a result of this event

Manufacturer narrative:
(B)(4). The forceps were short circuited. After disassembly, some impacts were discovered on the coating, beneath the tube. This zone in not in contact with the patient; the electrical risk is low. The most probable cause of this event is a coating defect. When an instrument is on short circuit, the coagulation power is much lower and the defective zone can overheat if the use is not interrupted. This device is used for therapeutic purposes.